Manufacturer narrative:
On 7/23/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 9/11/2019, indicated that the date of explantation was on (B)(6) 2019. The patient had grade IV capsular contracture for both sides. Date of event was on (B)(6) 2019. Procedure was "breast augmentation revision". This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/13/2019, additional information received indicated that the patient underwent bilateral removal and replacement with right breast - mentor memoryshape medium height high profile 555cc left breast - mentor memoryshape medium height high profile 495cc. On 9/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) year old female patient underwent an unknown breast augmentation with mentor memoryshape, 620cc silicone breast implant on the right side, and unknown silicone on the left side which bilaterally has issue with capsular contracture with unknown baker grade after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the right implant.

Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).